Event description:
It was reported that one day after implant, it was found that the pt was not receiving therapeutic effect. The dosage was increased to the maximum dose of baclofen (lioresal) used at testing, without successful results. During "x-ray visualization," the needle was inserted into the catheter access port but neither aspiration or injection was possible. The pump pocket was opened to check for a catheter kink, during which time, the catheter access port again was injected and 5ml was easily aspirated and 4ml of saline injected. After the operation, the catheter was filed with a baclofen bolus and infusion was continued. The next day, the pt still was not receiving therapeutic effect. The catheter access port again was injected using fluoroscopy. It was found that the contrast medium was flushing from the port. A roller study was done but "we cannot see the roller." Later, the catheter access port was punctured again and the health care professional was able to get cerebrospinal fluid out and the contrast medium vent to "liquor-space," meaning the catheter was ok. Another roller test was performed and "it worked." The hcp increased the dosage. The reservoir was aspirated and emptied a "couple of times" and there "should not be air anymore.

Manufacturer narrative:
(B)(4).